Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced due to it was no longer cycling. The exact device was malfunction was a rupture in one cylinder. No further complications were reported in relation to this event.